Event description:
Stereotactic biopsy x2. Pt complained for intense pain at biopsy site after samples taken at each site (just before cup placement). Routine procedure. After second biopsy noted strong "hot plastic" smell coming from equipment. Noted plastic knob on needle holster partially melted while needle device still in pt's tissue.